Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. The customer was contacted for return of the suspect product. The customer has responded and indicated the issue has been resolved by replacing the cables and the device will not be returned to zoll for evaluation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via leads complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.